Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) has been investigated. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor sn (B)(4) - 04/16/2015, belt sn (B)(4) - 08/28/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the patient's download data reveals that the patient experienced an appropriate defibrillation event on (B)(6) 2020 consisting of one shock. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 180 bpm and the patient's post shock rhythm was sinus rhythm at 90 bpm with non-sustained ventricular tachycardia (nsvt). Following the lifevest treatment, clinical review of the patient's continuous ECG recordings shows that the patient received two non-lifevest defibrillations following the lifevest treatment. The first non-lifevest defibrillation occurred while the patient was in vt, and the patient's post-shock rhythm was ventricular fibrillation (vf). The patient remained in vf with response button use until they received a second non-lifevest defibrillation. It is unknown who was pressing the response buttons at this time. The patient's post-shock rhythm was asystole with motion artifact that transitioned to sinus bradycardia/sinus rhythm from 50 bpm to 90 bpm until the electrode belt was disconnected. The patient subsequently passed away. There is no indication that the lifevest caused or contributed to the patient's death. Due to the patient not receiving a treatment due to response button use during vf, reporting event out of abundance of caution.